Event description:
It was reported that the patient¿s device lasted ¿only 18 months.¿ it was indicated that the device was replaced. It was noted that the patient was (B)(6) and other than pain management, she was fine but the reporter stated that the surgeries for ¿short-lived batteries¿ threatened her life at her age. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).